Event description:
Event description cpi received information that this pacing lead exhibited loss of capture in bipolar mode. The lead functioned normally in unipolar. The physician suspected lead fracture and replaced the lead.